Event description:
Very small sensing amplitude and noise seen on ra signal on hmsc recordings. Patient was brought to office and device was interrogated. No sensing seen in ra tined lead. Sensing in the ra was turned all the way down to .2. Device was programmed vvi. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.